Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field oversensing of the right ventricular (rv) signals. Technical services (ts) was consulted discussed available programming options. This crt-d remains in service. No adverse patient effects were reported.